Manufacturer narrative:
During bed evaluation, technician could not duplicate the claimed scenario, no fault was found. However, technician noticed one of the brackets was missing and button guard for CPR was damaged. The technician suggested that it may have caused the bed to raise or lower on its own. It was also technician's suggestion that damage caused to CPR button may be a result of external force e.g. Side rail being pushed into a wall or other object. . This hypothesis could not be confirmed. The instructions for use for citadel bed (830.213-en rev.13) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. To sum up, arjo device failed to meet its specification since the bed raised on its own, without anyone touching the buttons. There was no indication of patient involvement. This complaint was assessed as reportable due to allegation of unintended movement of the bed.

Event description:
It was reported that bed was raising without anyone touching the control panel buttons. There was no indication of patient involvement and no injury reported.